Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the compact plus system.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 34 mg/dl (compact plus) and 120 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.